Event description:
Covidien received info stating that due to a malfunction of an 840 ventilator, the pt was removed from the ventilator. The pt was not harmed or injured as a result of the event. The customer ran the ventilator for a few days and was not able to duplicate the reported malfunction. The ventilator is back in service. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).